Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. Review of the reported event by a health care professional found: heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, bony impingement, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk talar cat#unk lot#unk. Unk tibialcat#unk lot#unk. Unk bearing cat#unk lot#unk. G2: g2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2, a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a journal article was obtained on nov 20, 2025 that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) between the date range of approximately thirteen (13) to seven (7) years ago. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reported that a patient underwent medial gutter debridement with retention of components approximately 5 years and 4 months post-implantation due to heterotopic ossification and gutter impingement. Attempts have been made and no further information has been provided.